Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, it was reported the area was debrided extensively and, although the left main was visualized, there was very little annulus left in the region and so there was concern that the left main may be compromised. A coronary artery bypass was required to treat the coronary artery occlusion. As the device was not returned for evaluation, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors impacted the reported event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information of a possible coronary artery occlusion at implant of a 21mm pericardial aortic valve. Per obtained medical records, the area was debrided extensively and the 21mm pericardial aortic valve was lowered down on the annulus. Although the left main was visualized, there was very little annulus left in this region and so there was concern that the left main may be compromised. The right could not be visualized. The 21mm valve was secured with a cor-knot device and appeared to seat well. There was little spontaneous heart rhythm. Because of that, it was felt that the coronary arteries were most likely compromised from the aortic valve replacement. The patient underwent coronary artery bypass graft and the graft was flow checked and noted to be good. The heart was filled and it was immediately apparent that the right side of the heart was still not functioning well although the left heart appeared to be significantly improved. Because of this, the additional remaining piece of vein was utilized to bypass the right coronary artery. An intraaortic balloon pump was placed and the patient was gradually discontinued from cardiopulmonary bypass. Initially, the patient had good hemodynamics, but unfortunately quickly deteriorated and the right ventricle appeared to be particularly weakened. The patient was returned to bypass, rested for a period of time, and additional inotropic support was added. Multiple attempts were made to wean the heart and were unsuccessful in spite of aggressive inotropic support. After approximately the fourth attempt at weaning from cardiopulmonary bypass, it was noted that there was a massive amount of blood coming from the endotracheal tube, it's etiology was not clear. The bleeding continued and it became very difficult to oxygenate the patient. The patient's inotropic support reached maximum levels and no further attempts could be made to go off cardiopulmonary bypass. The (B)(6) female patient expired in the operating room.